Event description:
A customer reported a lot of air came from the infusion line during surgery. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).